Event description:
Consumer reported complaint for broken safety seal on a vial of the true metrix test strips. The customer stated that the seal on one of the vials was broken; customer stated she had noticed that morning when she opened the box. The box had been sealed when received by the customer. The customer did not indicate the box appeared to be tampered with when received. Customer did not perform any tests using test strips from this vial. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned; customer had returned a vial of test strips without the seal. Return product scrapped. Complaint was forwarded to packaging and internal evaluation was completed. Packaging records were reviewed, no abnormalities observed. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.